Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose and blood at site. Customer stated he changed his set and sensor before the issue started. The customer's blood glucose ranged between 396mg/dl-431mg/dl. Customer stated he felt nervous. His blood glucose dropped about 30 points. Customer has a backup plan. Customer has been treating with insulin pump. Customer stated he will treat with insulin pump, if blood glucose does not go down he will call back to discuss. Customer also mentioned he was hospitalized due to lung issue, not related to his diabetes.